Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review did not identify any previous failures/ problems that were same as or similar to the reported problem. Alarm log review and functional testing identified an f94 alarm. This confirmed the reported condition. Battery testing found the cause to be a inoperative/defective main battery. To address this issue the main battery was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump would not turn on. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.